Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn unknown) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.